Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in one piece and no defects to the fiber body. Microscopic analysis identified a connector fracture with a weak light passing through the connector face confirming the reported observation. The condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on all available information, a conclusion code of cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue was assigned to this investigation.

Event description:
It was reported that during preparations for a moses laser enucleation of the prostate (molep) procedure, the fiber connector was reported to be damaged after the blast shield was blown. The procedure was completed after the fiber was replaced, with another of the same device, and there were no patient complications. Analysis of the returned fiber identified a fractured connector.

Event description:
It was reported that the fiber was damaged at the connector after the blast shield was blown during preparations for a procedure. The procedure was completed after the fiber was replaced with another of the same device and there were no patient complications.